Manufacturer narrative:
This report is currently being investigated, as additional information is obtained a supplemental report will be issued. (B)(4).

Event description:
A report received from a user facility respiratory therapist stated an 840 ventilator experienced an oxygen supply alarm while being used on a pt. Reportedly, there was no oxygen being supplied to the ventilator. The pt was removed from the ventilator, manually ventilated while another ventilator was being set-up for use. The pt was placed on another ventilator. There were no pt injuries reported.